Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent once analysis is complete. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 14-oct-2019 from a healthcare professional (hcp) via a company representative who reported that a catheter dye study was performed successfully. The physician was able to aspirate the catheter and push dye through the catheter. No issues were noted with the catheter. The physician¿s office emptied the pump of drug and put saline in the pump. The physician thought the pump had been turned down to minimum rate, but upon interrogation the pump, infusion rate was still at .99 mg/day. The patient presented to the office with withdrawal symptoms and surgery was scheduled. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted, ¿no known external factors. Physician is examining refill practices at his location¿. On (B)(6) 2019 the pump was explanted and replaced with a new pump. At the time of surgery, patient presented to hospital with a completely empty reservoir and the alarm sounding. The non-critical alarm sounded on (B)(6) 2019 at 5:23 am and the critical alarm for empty pump reservoir started on (B)(6) 2019 at 8:59 am according to the pump logs. The physician replaced the pump with a new 20cc pump and csf (cerebrospinal fluid) was noted throughout the procedure and was successfully aspirated once the catheter was connected. The issue was resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump identified no significant anomalies. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2019-sep-20 regarding a patient receiving clonidine (40.0mcg/ml at 9.567mcg/day), bupivacaine (5.0mg/ml at 1.1959mg/day), and dilaudid (15.0mg/ml at 3.588mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient's pump had failed. The patient needed to get the pump replaced even though there were 27 months left on the pump. It was noted that the pump was no longer delivering the medication and at their last appointment they pulled out a whole syringe of medication. The patient had reportedly been in a lot of pain for a couple months (relative to the date of report). The patient was to follow-up with their healthcare provider (hcp). No further complications were reported or anticipated.